Event description:
It was reported that bd alaris pump module smartsite infusion set had foreign matter the following information was received by the initial reporter with the following: it was reported by the customer that upon removing the infusion tubing from the packaging a black residue was noted in the cap.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported black residue on the spike cap, and returned a photo of the issue on material 2420-0007, lot 24045578. The photo verified the failure of foreign matter on the spike cap. There is no physical sample available for investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The supplier of the spike and spike cap was contacted about the issue, but they found in a batch review that they do not have any record of similar defect. This event is part of the residual risk of the actual process. The issue seems to be embedded plastic that degraded during the injection molding process, so essentially it is discolored plastic and is not a foreign matter or contaminant that would cause any issues. This is the potential cause of the issue, and cannot be confirmed without the physical sample. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information provided.